Event description:
In 2003, an erroneously elevated accu tni result of 1.1 ng/ml was generated by an access instrument. The elevated result was from a pt (sample a) in the emergency room. The sample a was rerun in twice after the 1.1 ng/ml accu tni result was generated. The first repeated accu tni result was 0.57 ng/ml. The second repeated accu tni result was 0.60 ng/ml. The lab reported out an accu tni result of 0.57 ng/ml. The pt was admitted to the cardiac care unit. At 13:20, a new sample (sample b) for accu tni was collected from the pt and the result was 0.06 ng/ml. Sample a was rerun again and the accu tni result was 0.03 ng/ml. The pt was admitted to ccu and started on heparin therapy. The lab did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.